Event description:
It was reported that the device was explanted and returned for eval due to intermittent sensing.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of intermittent sensing was confirmed in the laboratory via review of stored electrograms. The device was testing using automated test equipment and no anomalies were observed. The cause of the intermittent sensing was suspected to be due to a lead issue.